Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an exchange implantable collamer lens (icl) implantation procedure, the patient was still under follow up and has suture. The lens remains implanted. Reportedly, doing great. Sutures removed. Cause of event is unknown.